Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: adsr03 implantable pulse generator (ipg) implanted: unknown. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned. Visual summary analysis of the lead was performed. Full analysis could not be performed due to legal restrications. Visual analysis revealed there was blood on the proximal conductor of the lead and it was not obstructed. The outer insulation of the lead was extrinsically breached due to a cut and was cosmetically impacted at the first rib/clavicle site while in vivo. The outer insulation of the lead had also developed a cosmetic depression while in vivo.

Event description:
It was reported the right ventricular (rv) lead exhibited high impedance. A capture failure was noted. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.